Event description:
Patient reported non-side specific event of ¿not enough milk production.¿ this file is for the left side. Per device tracking reported via (B)(6), the device has been replaced.

Manufacturer narrative:
Report source: (B)(6). Information contained in this report was previously submitted through asr/psr on 23/jul/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is: ¿not enough milk production.¿